Event description:
An expired sterile probe bag cover was used during a procedure. The product expired on february 14, 2022 and was used on (B)(6) 2022.

Manufacturer narrative:
An expired sterile probe bag cover was used during a procedure. The product expired on february 14, 2022 and was used on (B)(6) 2022. The stimwave quality manager - complaints contacted the clinical representative and received the following information: the clinical representative did not notice the expiration date. Retraining to product handling and ordering procedure (B)(4) and complaint processing procedure 50-0037 rev. 21 were assigned to the clinical representative and were completed on march 24, 2022. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. Use of expired product is due to user error - clinical representative.